Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via analysis of the submitted log files. Both sets of submitted log files contained partially overlapping data spanning approximately 6 days (20nov2025 ¿ 26nov2025). The onset of the driveline communication fault alarm was not captured in the controller event log files; however, the log files captured intermittent driveline comm a fault flags. The alarm remained active until the driveline was disconnected on 26nov2025, consistent with the reported modular cable exchange. The alarms did not affect the controller¿s ability to support the pump while the driveline was connected and there were no other notable events captured in the log file. The modular cable was not returned for analysis; however, a customer submitted image showed corrosion on the pins of the modular cable, which would likely have contributed to the observed driveline communication faults. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was not able to be determined via this investigation. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 6 of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review due to the patient having driveline fault alarms. The patient performed a system controller exchange because the alarms made them panic. The event log captured driveline communication fault a starting on (B)(6) 2025. It was recommended to do a modular cable replacement if the patient could tolerate the brief pump stop associated with exchange, and to inspect for corrosion or debris. A modular cable exchange was completed, and the driveline communication fault alarm appeared to be resolved. Additional log files were submitted that showed the driveline communication fault a had resolved. It was additionally reported that there appeared to be corrosion on the exchanged modular cable.